Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a low blood glucose reading of 20 mg/dl and stated that the paramedics came to treat him. Customer was treated with glucose tablets and food. The blood glucose reading was brought up to 292 mg/dl. Nothing further was reported.